Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device ran without trigger being pressed and the device stopped working during testing. Therefore, the reported condition was confirmed. It was further reported that the wires electronic control unit were damaged and internal components were worn. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the trigger of the small battery drive device was stuck in operation and stayed on. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.